Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224drg, serial # (B)(4), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) after premature ventricular contractions and a high short interval counts (sic) indicating oversensing. The lead remains in use. No patient complications have been reported as a result of this event.